Event description:
While performing a pta on a superficial femoral vein a 10mm x 80cm .035 advance lp cook medical balloon fractured. The balloon was brought to normal pressure limits. All fragments of the balloon were retrieved via snare and verified their absence utilizing fluoro.